Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device front panel ac led was not appearing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a philips authorized service personnel (asp) and it was determined that replacing the front case assembly would resolve the issue. The led on the front panel of the ac unit displayed a change in color, which was determined to be caused by the ageing of the device. It has been concluded that no further action is required at this time.